Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) oversensing of right atrial (ra) signals, resulting in pacing inhibition. A chest x-ray was performed which did not reveal any lead movement. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.